Event description:
Customer reported via phone call, the insulin pump was not loading up and it was alarming no delivery and motor error. Customer was attempting to fill tubing when it alarmed motor error. Customer's blood glucose was 15.3 mmol/l, hadn't treated. Customer doesn't recall any significant events which may have led to the alarms. The device was not exposed to an MRI and customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's doctor called back in behalf of customer and stated they were able to get the device to work again. Doctor inquired if customer could continue to use the device. Customer was advised to discontinue use of the device. Customer decided to continue use as she didn't have a backup plan and stated she would keep a close eye on her blood glucose levels. Customer is not returning the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.